Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks." The product information was not provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; g4 PMA/510(k)number; h5 labeled for single use; h6 evaluation codes. Investigation summary: samples were not received for the investigation. The device history records were reviewed and indicated that the products were released accomplishing all quality standards because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". On 09jun2024 the customer provided additional information stating that when using the larger injection needle, the plastic body broke: when injecting, the medication ran out of the needle. The needle must be turned onto the syringe and had 4 cracks/fracture points (plastic body). Possible item code 8881850215, 8881850310. Possible lot number 004115, 112744.

Manufacturer narrative:
Additional event information was received from the customer on 09jun2024 therefore section b5 was updated. H6 medical device problem code was also updated.